Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a hemoglobin level of 6.6 g/dl with melana on (B)(6) 2024. The last treatment of sandostatin (octreotide) had been on (B)(6) 2024. Gastrointestinal (gi) bleeding had previously been confirmed during initial evaluation on (B)(6) 2024 but was not confirmed a second time at that moment. The patient plan of care included follow up with cancer care physician, a possible bone marrow (bm) biopsy and a thalidomide evaluation by hematology. Later, on (B)(6) 2024, the patient presented with anemia, acute blood loss in combination with chronic issues, fatigue, and bruising on face and back from a fall 3 week prior. At that time, gi bleeding was confirmed, and an esophagogastroduodenoscopy (egd) was performed that showed gastric antral vascular ectasia with some oozing. The patient underwent an argon plasma coagulation (apc) and was stabilized. The bm biopsy had been declined, and a normal light chain ratio et no abnormal protein noted on serum. The patient was discharged off warfarin completely; fish oil and sucralfate were added.

Event description:
Additional information received on 04mar2025 from the site stated that the fall was due to anemia and weakness.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.